Event description:
Reportedly, the instrument did not perform the anastomosis, it cut but did not staple. The injury described was a total rectumectomy and as a result a colostomy was performed. The surgery was extended an additional three hours.